Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('extremely heavy periods with very large clots') and goitre ('thyroid enlarged') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("extreme pain / pelvic pain"). In 2012, the patient experienced hyperthyroidism ("hyperthyroidism") with thyroid disorder, insomnia and alopecia and arthralgia ("joint pain in her knees, ankles and elbows"). On an unknown date, the patient experienced goitre (seriousness criterion medically significant) with dysphagia and abdominal distension ("abdominal swelling (she has very bloated and hard belly)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (laparoscopic complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, goitre, hyperthyroidism, arthralgia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, arthralgia, goitre, hyperthyroidism, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/ identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received: extreme pain event updated to pelvic pain. Medical history added. Patient¿s dob and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 04-oct-2015. The most recent information was received on 12-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('extremely heavy periods with very large clots') and goitre ('thyroid enlarged') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("extreme pain / pelvic pain"). In 2012, the patient experienced hyperthyroidism ("hyperthyroidism") with thyroid disorder, insomnia and alopecia and arthralgia ("joint pain in her knees, ankles and elbows"). On an unknown date, the patient experienced goitre (seriousness criterion medically significant) with dysphagia and abdominal distension ("abdominal swelling (she has very bloated and hard belly)"). The patient was treated with levothyroxine sodium (synthroid) and surgery (laparoscopic complete bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, goitre, hyperthyroidism, arthralgia, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, arthralgia, goitre, hyperthyroidism, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.